Event description:
The customer reported that the device will not turn on. The customer reported that the device is displaying a service indicator and a low battery warning. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported problem. Physio-control will submit a supplemental report on this event to the FDA.